Event description:
Prior to a routine device replacement procedure, episodes of noise resulting in oversensing and inappropriate mode switching were noted on the right atrial (ra) lead. Lead insulation damage was suspected. The ra lead was capped and a new ra lead was placed during the device replacement procedure to resolve the event. The patient was stable.